Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to unspecified sensing issue and noted exit block. The physician returned the associated device to rule out any confirmed malfunctions that may have cause or contributed to the observed clinical observations. No issues were visually noted with the lead during explant and this product was not returned for a post market assessment. No specific adverse patient effects had been reported.